Event description:
Clinical study same case as mdr6000093-2005-00603. Same patient as MDR 6000093-2005-00605, 6000089-2005-00782. 6000093-2005-00606, and 6000089-2005-00784. It was reported that 305 days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st), and a mi. The index procedure treated one target lesion. Target lesion 1 was a 3.25 mm vessel diameter, 90% stenosed region of the right coronary artery (rca). Prior to treatment it was reported that thrombus was present at the target lesion. The physician predilated the lesion prior to placing two taxus express2 8.8% drug eluting stents into the target lesion without complication. The first drug eluting stent (des) placed was a 3.0x32 mm. The second des placed was a 3.5x12 mm. It is unknown whether these two stents overlap. The patient was discharged from the hospital 2 days post index procedure receiving plavix, asa, and lovastatin. The site reported that the patient experienced an st and a non q-wave mi 305 days post index procedure. The actions taken to resolve the conditions were listed as hospitalization and target vessel reintervention. The conditions were resolved one day later prior to hospital discharge.

Event description:
It was further reported that the pt was enrolled in the arrive program on the date of index procedure. Target lesion 1 was located in the proximal rca with 90% stenosis and was 35 mm long with a reference vessel diameter of 3.25 mm. Target lesion 1 was treated with predilatation and a 3.0x32 mm taxuz stent followed by a second 3.5x12 mm taxus stent placed slightly more proximally. Final angiography demonstrated 0% residual stenosis of the stented segment. The pt was discharged two days post index procedure on asa and plavix therapy. Coronary angiography 306 days after index revealed that the lvef was 45-50% with inferior hypokinesis and posterobasal akinesis, the lad had long 60% proximal stenosis, 75% ostial stenosis diag1, the lcx had 60% proximal stenosis, 70% mid stenosis followed byt another 80% stenosis at the second om bifurcation, 75% ostial stenosis om1, long 70% stenosis om2. The rca was chronically occluded (100%) proximal in-stent restenosis, mid vessel not visualized, distal vessel filled by lcx collaterals, r-pda filled by collaterals, rpl branch not visualized. After completion of the diagnostic cardiac catheterization, several unsuccessful attempts at pci to the proximal rca were made when the guidewire was unable to be selectively engaged through the previously placed ostial stent. The procedure was terminated with the recommendation for either continued medical management or aortocoronary bypass surgery if angina persisted. The patient was discharged after cardiac catheterization on continued asa and plavix therapy. In the opnion of the physician there was an unknown relationship between the event and the taxus stent.